Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 04/19/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. It was reported that the patient experienced a skin reaction with inflammation underneath sensor pod area only which occurred after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body and unspecified generic antibiotic twice daily after. The patient said, "it was like a bee sting." A week after removal, it was reportedly infected, and the patient had surgery to fix the infection. The patient could not remember the exact date and time and details of the surgery. The patient also mentioned that the fluid had to be drained from the affected area every day. The patient was doing fine at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.